Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 150-160 mg/dl. Customer stated that the pump was in his pocket and he also received a low battery alert and had changed the battery out. Customer stated that the battery did last more than 1 week. Customer declined troubleshooting for the no delivery alarm and motor error alarm. Customer was trying to do a bolus and when he pressed act, the pump would go to suspend. Customer stated that the numbers go without stopping when he tried to do a bolus. Customer also had the pump in a swimming suit and stated that he takes it off before going into the water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.